Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging inflammatory response, chronic bronchitis; sinus infection, chronic sinusitis. Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported on this device in MDR tw (B)(4) 2518422-2023-23573 and that serious injury has occurred. After reassessment evaluation, it should be filed as product problem only. Hence, this section: adverse event/product problem, type of reported complaint, health impact grid, remedial action init(h7) and recall (z) number(h8) have been updated.